Event description:
It was rpeorted to tyco healthcare/kendall that a customer has a problem with an argyle feeding tube. The customer reports that a pt was noted to be making chewing motions and spitting saliva. The rn checked the pt's mouth with a flashlight and saw that the feeding tube was on top of the pt's tongue. The rn attempted to pull out the tube, but met resistance. The physician then attempted to remove tube but encountered difficulty as well. Ent was consulted, a nasal scope was placed in the left nare and the enteral feeding tube was successfully removed. The enteral tube was found to be knotted between the 19 and 20 marker on the tube.